Event description:
It was reported that while doing a right shoulder arthroscopy rotator cuff repair, a piece of the anchor broke during implant. Portion of anchor remained in patient. Follow-up investigation: the broken anchor was left in the patient's shoulder (in the bone) because the surgeon said it was safer to leave it in rather than to try to remove. A new anchor was placed in the shoulder to complete the repair in a different location.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. Device history record review revealed nothing relevant to this event. The broken piece of the anchor involved in the event was not returned, therefore the complaint cannot be confirmed. The evaluation of the returned driver portion of the device revealed no anomalies. Complainant's event is typically caused by not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.